Manufacturer narrative:
(B)(4). This complaint is related to emdr #1828100-2016-00143 (for same user facility and report issue, different unit).

Event description:
The subsidiary site service repair technician (srt) reported that during routine testing of the device at the service center at receiving inspection, smoke came out from inside when the blood parameter monitor (bpm) unit was powered on. The srt found the aux board was burned out and confirmed this reported issue. The aux board was replaced by the srt. The suspect unit is a manufacturer demo unit. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. During the laboratory evaluation, there is a corresponding ¿smoke/burnt smudge¿ on the blood parameter monitor's (bpms) single board computer (sbc) printed circuit board assembly (pcba) side that mates with the auxiliary (aux) pcba, from when the original capacitor(s) blew. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.